Event description:
During the procedure, under fluoro, the stent seemed deformed and was taken out of the pt. Nothing unusual was observed during prep. Lesion, vessela nd pt characteristics are not known. Inspection of the returned product indicated that there was proximal stent strut uplift. A report was received that a cypher stent was associated with proximal strut flaring during us e on a pt. No information regarding the involved pt's age, gender, medical history or presentation was provided. The location and characteristics of the involved vessel and/or lesion were not reported. It is not known if the lesion was pre-dilated prior to the introduction of a 3.50x28mm cypher stent. The product is reported to have appeared normal during its' inspection and preparation. During the procedure and while under fluoroscopy, the stent is reported to have seemed deformed and was removed from the pt without injury. It is not known if the sds was retrieved by pulling it back into the guider; or whether it and the guider were removed as a single unit. When stent flared complaint was confirmed. The stent was flared on the proximal end with uplifted struts. Dried blood residue was present in the balloon area. The exact cause for the reported complaint could not be conclusively determined, but does not appear to be related to the manufacturing process. Manufacturing records for lot 50405664 were reviewed and results indicate that product met quality requirements for product acceptance.